Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 423 mg/dl at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 423 mg/dl and will treat. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Device passed the displacement test and rewind & basic occlusion test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Unable to verify no delivery alarm due to motor error alarm.